Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 0511364762. Device history record reviewed. Product not returned. Evidence that product in specification when used.

Event description:
Allegedly revised due to wrong type of component was implanted.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The user faciloity advises no medwatch 3500 was filed for this event. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00160.